Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10june2019. The manufacturer¿s service technician confirmed the report. Airflow accuracy test displayed tsi value was 153.06 slpm when the setting was 120 slpm. The manufacturer¿s field service engineer (fse) replaced flow sensor assembly and the issue was then fixed. Also performed periodic preventive maintenance. No other abnormalities were confirmed.

Event description:
The customer reported flow error. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR: 22jun2019. A gas delivery system (gds) assembly was return for analysis. An investigation was performed and the root cause was due to the air flow sensor component (u1) drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.